Event description:
It was reported that a patient underwent an unknown procedure in (B)(6) 2022 and a barbed suture was used. During the procedure, the fixation feature broke during surgery. Changed another one to complete surgery. There were no adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/31/2023. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. The following additional information was requested, but unavailable: when did the fixation break (in the package, during removal from the package, during handling before use on patient or during use on the patient)? Please specify please provide the lot number. What is the procedure name and date? Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) contacted with the sales rep today via phone, the information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.